Event description:
Caller reported the advantage system gave a blood glucose result 450 mg/ at a time when the customer had symptoms of hypoglycemia, which start for her when blood glucose is below 90 mg/dl. She tried to contact her doctor, but he was not in so she called 911. Emts's arrived about 15 to 20 minutes after the 450 mg/dl reading. They checked her blood glucose at 85 mg/dl. She then ran another test on her meter and got 428 mg/dl. The emt's retest result within 10 minutes was 82 mg/dl. The emt's did not give her any treatment. She then ate her lunch and felt much better. A request was made for the return of the meter and strips, replacement sent.